Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had a revision of a primary left hip implant in 2015.

Manufacturer narrative:
An event regarding revision involving an unknown hip was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. This was the information for a related surgery. A review of the provided x-rays by a clinical consultant noted the following; procedure-related factors: use of mdm liner always carries revision risk in case of persistent dislocation problems. Patient-related factors: fracture deformity of acetabular bone. Capsular damage hip after trauma. Very high activity level. Device-related factors: none. Diagnosis: fracture deformity of the acetabular bone in combination with capsular damage of the hip after trauma and a very high activity level have contributed to considerable dislocation risk. The use of a mdm liner always carries a revision risk in case of persistent dislocation problems. Product history review: not performed as the product was not properly identified. Complaint history review: not performed as the product was not properly identified. Conclusions: the event could not be confirmed nor the root cause determined because the products were not returned for evaluation and insufficient information was provided. Further information such as return of product, pre- and post-op xrays, office notes, operative reports, patient history, histopathology report & follow-up notes are needed to investigate this event further. If product and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient had a revision of a primary left hip implant in 2015.